Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and battery compartment damage. This report is made based on results of the investigation performed on 05/30/2015.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2015 with the following findings:investigation revealed the display screen was dim and discolored. The battery compartment was found to be damaged. (B)(6)